Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that there was a ventilator failure during use. There was no injury reported.

Manufacturer narrative:
The device has been evaluated on-site by a dräger service engineer who could confirm the reported problem and trace it back to the ventilator motor. The ventilator motor including position detection system has been replaced, the device was fully functional afterwards and has been returned to use. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. Therefore, no in-depth evaluation of the exact nature of te fault was provided.

Event description:
It was reported that there was a ventilator failure during use. There was no injury reported.